Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained device.

Event description:
It was reported that during bipolar surgery of patients' hip, the doctor used the same instrument he generally used to ream out canal. Doctor used a number 4 and noticed it was loose so he used the next size up which was a number 5 and it fit perfectly.

Manufacturer narrative:
An event regarding a size/fit issue involving a reliance stem was reported. The event was not confirmed. The returned stem is unremarkable. The device is dimensionally within specification. Insufficient medical records were received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined, the returned stem was dimensionally within specification. Further information is possible at this time.

Event description:
It was reported that during bipolar surgery of patients' hip, the doctor used the same instrument he generally used to ream out canal. Doctor used a number 4 and noticed it was loose so he used the next size up which was a number 5 and it fit perfectly.